Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with an unexpected out come 12 days following lasik treatment. The patient is scheduled for further evaluation.

Manufacturer narrative:
Logfile review shows all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps and the user performed a gas change, skipped the scanner test and performed the needed energy and eyetracker test without any issue. The fluence test was performed with a measured depth outside the acceptable depth. If the depth is not correct the ¿energy check¿ and the ¿fluence test¿ have to be repeated. However, the user still confirmed the fluence test and performed further treatments during the whole day. The reported treatment shows no interruptions or other issues. No error or relevant warning message was shown during the complete day. The too high ablation depth could be contributed to an overcorrection. No technical problem can be identified during logfile review. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively, but the user accepted the high ablation depth without repeat of energy check and fluence test could be contributed to an overcorrection. (B)(4).